Manufacturer narrative:
The sl-10 microcatheter and the rhv were not returned. Located adjacent, but proximal to the resheathing tool, is a double connected kink on the core wire. The sheath has been split lengthwise from the locking mechanism and now protrudes through the proximal diameter and through the cutout of the resheathing tool. Located at the top proximal end of the resheathing tool in the cutout, the v notch has been severely fractured by the sheath. Located at the locking mechanism, the sheath has been split lengthwise. The sheath's material starting at the locking mechanism has been stretched away from the surface. As viewed through the sheath and outside shows that the proximal end of the coil was damaged by the binding action between the sheath and the dpu/coil. Except as noted, the remainder of the coil is undamaged. It is important to note that a different size coil was selected after the complaint coil. The coil was returned damaged. The most likely root cause of the coils failure to be inserted was due the locking mechanism becoming embedded inside the resheathing tool¿s v notch. This occurred when the sheath¿s pull tab was retracted straight back over the resheathing tools v notch instead of up and back or folded forward. In this condition; it is not possible to advance the coil without significant resistance. This action also caused severe damage to the coil from the binding action between the sheath; the device positioning unit (dpu); and the coil. For optimum product performance and to prevent complications; the instructions for use (IFU) recommends; ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool; grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end; and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger; as shown in figure 3¿¿ although a definitive conclusion cannot be made, based on the analysis, it appears that procedural factors related to the unsheathing process as addressed in the IFU possibly contributed to the event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
During trans-arterial embolization for arteriovenous malformation; the introducer sheath was damaged and the physician could not insert the deltaplush (cpl100204-30/g12229) into the microcatheter(excelsior sl10; 45°). Unknown exactly what the damage was and what caused the damage. After that; another deltaplush (details unknown but different size) was used instead; and the procedure was completed with no other issues. The product was new and the procedure was conducted in accordance with the IFU. The complaint product is going to be returned for analysis. Failure analysis found that the coil was damaged.